Event description:
It was reported that a facility was experiencing problems with their handheld computer. Additional information was provided and revealed that a "checksum" error message was received when trying to perform an interrogation. Using a different want resolved the issue at the time. However, the issue was repeated again with the same handheld and the different wand. Good faith attempts to obtain the product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.